Event description:
A nurse and a patient came in contact with preservcyt solution and both got a rash. The nurse and patient were treated and released. There have been no further reports associated with this incident.